Manufacturer narrative:
Age at time of event: (B)(6) at the time of study enrollment. Initial reporter facility name: (B)(6).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019, and the index procedure was performed on the same day. Target lesion was located in left mid to distal superficial femoral artery (sfa) with 90% stenosis. The target lesion was 150 mm long with a proximal reference vessel diameter of 5 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii b lesion. Target lesion was treated with pre-dilatation followed by placement of two study stents: 6 mm x 100 mm and a 6 mm x 60 mm. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2022, 917 days post index procedure, the subject was diagnosed with middle graded in-stent re-stenosis of sfa in the left leg. No action was taken to treat the event.